Manufacturer narrative:
It was reported that a patient underwent a right atrial flutter ablation procedure with a carto 3 system and unwanted pacing occurred. It was reported by the caller, that coming off of pacing on the distal ablation during pulmonary vein isolation (pvi), an error #1- communication to the patient interface unit (piu) was displayed on the carto® 3 system. The disconnected everything from the piu, rebooted the piu, and error #1 was resolved, but after connecting the catheter back to the system the system showed that the catheter electrode 1-2 was still pacing. The cable was replaced without resolution. The catheter was replaced, but the problem persisted. They shut down the piu and the ngen system together and the issue was resolved. The case continued. There was no patient consequence. Device evaluation details: an investigation was initiated by the manufacturer. The data was requested for the investigation, however, full data was not available to investigate this case. As result, it was not possible to reproduce or analyze the issue. The root cause of the reported issue was not determined. The history of customer complaints reported during the last year and associated with carto 3 system # (B)(6) was reviewed. No similar additional complaint was found. A manufacturing record evaluation was performed for the carto 3 system # (B)(6), and no interna actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a right atrial flutter ablation procedure with a carto 3 system and unwanted pacing occurred. It was reported by the caller, that coming off of pacing on the distal ablation during pulmonary vein isolation (pvi), an error #1- communication to the patient interface unit (piu) was displayed on the carto® 3 system. The disconnected everything from the piu, rebooted the piu, and error #1 was resolved, but after connecting the catheter back to the system the system showed that the catheter electrode 1-2 was still pacing. The cable was replaced without resolution. The catheter was replaced, but the problem persisted. They shut down the piu and the ngen system together and the issue was resolved. The case continued. There was no patient consequence. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.